Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the alleged device contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oblique lumbar interbody fusion was being performed at l2-l3 and l3-l4. Intra-op, during disc preparation, excessive bleeding occurred, which could not be stopped or stabilized. This excessive and uncontrollable blood loss led to patient's death intra-operatively. The exact source of bleeding is unknown. No malfunction was reported for any of the products. Intra-op imaging confirmed that cobb was in the patient's vertebral disc at the time when bleeding occurred; however, post op investigation indicates the bleeding occurred from a different part of the anatomy not at the local surgery site. Post-op, an angiogram was performed and it was determined that all vascular anatomy was intact and unremarkable at the levels that were operated on. The investigation indicated per the account/surgeon that a previous abdominal aneurysm repair failed under high arterial pressure. This incident occurred during the part of the surgery prior to use of any implantable device. Patient had prior aneurysm repair and it is suspected that the failure of a graft patch may have caused some or all of the blood loss.